Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device check. The patient had a pericardial effusion and the physician intervened by successfully draining the blood. Upon interrogation, the right ventricular lead had consistent sensing, impedance and threshold values. There was no allegation on the lead for causing the effusion. The patient was stable.